Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported leak was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported leak appears to be related to operational context. Return device analysis noted the guidewire exit notch was torn distally. The tearing of the guide wire exit notch appears to have resulted from an interaction with the mandrel and/or guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the mandrel and/or guide wire. In this case, it is likely that the tear at the guide wire notch resulted in the reported leak since the device would not hold pressure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 2.0x20 mm mini trek balloon dilatation catheter was noted to have already have a puncture before it was inflated at the lesion for pre-dilatation. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.